Event description:
It was reported that noise due to electromagnetic interference was observed on the ventricular channel. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.